Event description:
It was reported that post op a sleeve gastrectomy, the patient underwent a conversion from gastric band to a sleeve gastrectomy, the patient was having a CT scan for chest pain. The CT scan showed a two millimeter foreign object that was thought to be the strain relief from the band procedure. There was no adverse consequence to the patient reported. The patient to schedule surgery to have the foreign body removed. The patient has not scheduled the surgery to date.

Event description:
It was reported that during a robotic prostatectomy procedure, the jaws would not release after the device was fired. They forced the handles open and released the tissue however there was no patient consequences reported. They used suture to complete the procedure. Device is returning for analysis. A note was left in purchasing with the device. (B) (6).

Manufacturer narrative:
Date sent: 11/16/2009: information was not provided by the contact. Component remains in patient.

Manufacturer narrative:
Date sent: 11/16/2009. A biocompatability safety review was performed on the strain relief that may potentially be in the patient. The strain relief material was identified as silicone. The device is certified by the manufacturer to be suitable for use in implant devices. In addition, ees tested this material according to the FDA¿s ¿guidance for manufacturers of silicone devices affected by withdrawal of dow corning silastic materials¿. The device passed all tests and was considered safe for use as an implant.